Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20 ml syringe package was damaged. This was discovered before use. The following information was provided by the initial reporter: the packaging was damaged (torn and taped) upon receipt of the product, which no longer ensures the sterility of the syringes.

Manufacturer narrative:
H.6. Investigation: three photos were provided for investigation. Through visual inspection, red adhesive tape is observed on the blister packaging. A device history review for lot 1905288 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. This adhesive tape is used during the packaging process when the paper roll is replaced, adhering the last meter of tape to the new roll. There is a detector in the packaging machine to identify this portion of material and automatically reject to scrap while we could not identify a direct issue, it was determined this incident occurred de to a failure in either the detection system or the rejection system that sends the taped portion to scrap.

Event description:
It was reported that bd plastipak¿ 20 ml syringe package was damaged. This was discovered before use. The following information was provided by the initial reporter: the packaging was damaged (torn and taped) upon receipt of the product, which no longer ensures the sterility of the syringes.